Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('irregular bleeding') in an adult female patient who had essure (batch no. C35424) inserted for female sterilisation. The patient's medical history included uterus enlarged and polycystic ovarian syndrome. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 31-dec-2020: medical record received- event injury nos was updated with the event irregular bleeding. Reporter information, medical history and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.